Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit experienced a blackout. A field service engineer (fse) inspected the station after a reported issue and reseated the drawer connections. The fse identified the cause as the mains power switch being in the off position due to an item being placed on top of the integrated main cabinet, applied power to the unit, verified normal operation, and demonstrated the location and proper operation of the power switch to the escort. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was black out. However, there were no adverse events or injuries reported based on this event.